Event description:
According to the information received, during the resection, the loop of the resectoscope broke, and a small fragment of the ceramic from the inner sheath also fractured. The ceramic fragment was not found in the cavity, the suction, or the clots. It is likely that it was expelled and not recovered due to its small size, but this cannot be confirmed with certainty. Since the broken part could not be found and potential x ray is required, this case is reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).